Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 5073849, model/catalog description: infinion cx lead kit, 70 cm.

Event description:
A report was received that the patient was having inadequate stimulation. It was also mentioned that the patient was feeling stimulation throughout the abdomen. The patient underwent a lead revision procedure and was reportedly doing well postoperatively.